Event description:
Reporter noted two surgeons had patients with lint fibers in the anterior chamber post-op. One surgeon noted lint from gown cuffs on wrists after cases. Feels the problem is the back table cover.